Event description:
It was reported that during coil embolization of an aneurysm located in the basilar artery, thrombus formation occurred in the right posterior communicating artery (pcom). The physician administered integrilin (dose unknown) resulting in the breakdown of the thrombus. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
Subject device remained implanted.

Event description:
It was reported that during coil embolization of an aneurysm located in the basilar artery, thrombus formation occurred in the right posterior communicating artery (pcom). The physician administered integrilin (dose unknown) resulting in the breakdown of the thrombus. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.